Manufacturer narrative:
Method: device not returned, discarded. Additional manufacturer narrative: serial number was not reported. Device is not available for return and evaluation as it was discarded by the hospital. Conclusion: the patient had a history of end-stage renal disease and presented with severe aortic stenosis and global severe left ventricular dysfunction. The patient was refereed for valve replacement. There were intra-operative complications due to friable tissue, which was easily tearing. Additionally, the patient had excessive bleeding from the aortotomy despite additional measures to close. During surgery, the patient continued to have severe left ventricular function impairment despite all measures taken. There were also issues with ventilating the patient from edematous lungs. Throughout the case, there were issues with decreasing hematocrit and ongoing acidosis, and also the need for pressors while on pump. Blood sugar also came back quite low. According to the surgeon, these were all indicative of perhaps evidence of hepatic failure. Despite all measures to stabilize the patient, the patient's heart fibrillated several times and eventually the patient could not be revived. The patient was pronounced in the operating room. The patient's death appears to be due to a combination of pre-existing medical conditions and intra-operative complications. There is no evidence that magna valve cause or contributed to the patient's death.

Event description:
Reportedly, patient was diagnosed with aortic stenosis and referred for aortic valve replacement. The device was explanted at implant due to aortic regurgitation and moderate insufficiency. Per the operative report: the patient was placed on cardiopulmonary bypass. The aortic valve was tricommissural with severe senile degenerative calcific changes. The valve was completely excised and the annulus thoroughly debrided. It was then sized to #23 magna pericardial valve. The valve was then seated and conformed well to the annulus and sutures tied in place. Both the left and right main were then probed for patency. Aortotomy was then closed. The patient was then completely separated from cardiopulmonary bypass. However, despite being off bypass, the patient continued to have moderate aortic insufficiency. Because of this finding, I felt it was necessary to replace this prosthetic valve. The patient had global hypokinesis as well and was placed back on full cardiopulmonary bypass. The mini sternotomy was converted to a full sternotomy. The aortotomy incision was reentered. On inspection of the valve, it appeared to be normal. There was questionable evidence of dehiscence along the left coronary cusp annulus. With these findings, the valve was explanted. It was then resized to a #23 bovine pericardial valve. The valve was then seated and conformed to the annulus, and sutures were tied in place. Both left and right main were then probed for patency. The aortotomy however, was difficult to close secondary to friable tissue which was easily tearing. The aortic cross clamp was removed. Atrial and ventricular pacing wires had been placed. The heart required defibrillation and then required pacing. An attempt was made to allow the heart to eject but secondary to severe impairment of function, it would not. With these findings, further inotropy was started. An intra-aortic balloon pump was placed percutaneously through the left groin. Additionally, the patient had excessive bleeding from the aortotomy despite the bolster sutures and closure. Additional sutures were required to obtain adequate hemostasis. However, despite time de-airing and inotropy and the intra-aortic balloon pump, the patient continued to have severe left ventricular function impairment. The heart appeared to regain some improvement in function. However, it continued to show severe impairment of left ventricular function. The patient's heart function, however, remained quite poor. A lengthy period of time was taken in the operating room with the chest opened to see if the patient could be brought to stability. However, it became quite apparent that the chest could not be closed secondary to edema. There were also issues with ventilating the patient from edematous lungs. Throughout the case, there were issues with decreasing hematocrit and ongoing acidosis and also the need for pressors while on pump. Blood sugar also came back quite low. These were all indicative of perhaps evidence of hepatic failure as well. Despite all measures to stabilize the patient, the patient's heart fibrillated several times and eventually the patient could not be revived. The patient was pronounced in the operating room.